Event description:
It was reported that patient underwent a hip revision approximately 9 years post implantation and a second revision approximately 7 years after that due to unknown reasons. The head and bearing were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 103200 ¿ taperloc stem ¿ 949670; us157850 ¿ m2a magnum cup ¿ 163250. Product is not being returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 02615.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.